Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight days post filter deployment, the patient was taken to the operating room for retrieval of the filter. A venacavogram noted the filter to be severely tilted. The filter had migrated distally and was lodged in the renal veins with the tip abutting the wall of the ivc. An en snare, gooseneck snare, and an 8-french brite tip sheath were unable to snare the tip of the filter. Therefore, the decision was made to gain access into the right femoral vein. A 12x40 balloon was used to move the tip of the filter away from the caval wall. Despite this, the tip of the filter was unable to be captured. An angled glidewire and a simmons 2 catheter were used to snare the filter with a through-and-through wire from the internal jugular. The wire was able to be captured and pulled it out through the jugular access and the filter was able to be straightened. However, the tip of the filter still could not be captured. However, during this process the filter migrated to the right atrium. The through-and-through wire which remained in position was able to capture the filter. The filter was able to be successfully removed from the femoral access without difficulty. Therefore, the investigation is confirmed for filter tilt, filter migration and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 04/2015), g4. H11:section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eight days post prophylactic inferior vena cava (ivc) filter deployment for primary caesarean delivery, the patient presented for percutaneous retrieval of the filter. A venacavogram noted the filter to be distally migrated, severely tilted, and lodged in the renal veins with the tip abutting the wall of the ivc. Multiple attempts using snare devices, a balloon, and both jugular and femoral access were required to realign/center the filter. During retrieval, the filter traveled to the right atrium while the jugular sheath was being exchanged for a larger size. The guide wire which remained in position, was able to capture the filter which was successfully retrieved via the femoral access. Post procedure venography demonstrated no evidence of contrast extravasation in the ivc or right atrium. The patient was hemodynamically stable at the conclusion of the procedure. It was further reported that the entire filter migrated to the heart. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with a history of recurrent pulmonary embolus (pe) and deep venous thrombosis (dvt) was admitted to bridge from lovenox to heparin at (B)(6). Left lower extremity dvt was diagnosed and placement of an inferior vena cava filter was requested prior to scheduled caesarean section, with removal following delivery once anticoagulation could resume. The patient was monitored by labor and delivery due to complaints of abdominal pain, intermittent chest pain without radiation or associated shortness of breath, and questionable unwitnessed seizure. The patient was noted to have irregular contractions. With electrocardiogram and bloodwork negative, the patient was discharged in stable condition. Approximately four days post filter deployment, the patient presented for a primary caesarean delivery. Approximately eight days post filter deployment, the patient was taken to the operating room for retrieval of the filter. The right neck and bilateral groins were prepped and draped in the standard surgical fashion. Ultrasound was used to access the right internal jugular vein. A venacavogram noted the filter to be severely tilted. There was no thrombus noted in the inferior vena cava; however, the filter had migrated distally and was lodged in the renal veins with the tip abutting the wall of the ivc. An en snare, gooseneck snare, and an 8-french brite tip sheath were unable to snare the tip of the filter. Therefore, the decision was made to gain access into the right femoral vein. A 12x40 balloon was used to move the tip of the filter away from the caval wall. Despite this, the tip of the filter was unable to be captured. An angled glidewire and a simmons 2 catheter were used to snare the filter with a through-and-through wire from the internal jugular. The wire was able to be captured and pulled it out through the jugular access and the filter was able to be straightened. However, the tip of the filter still could not be captured. Therefore, the decision was made to upsize the sheath; however, during this process the filter migrated to the right atrium. The through-and-through wire which remained in position was able to capture the filter. The filter was able to be successfully removed from the femoral access without difficulty. A post procedure venogram demonstrated no evidence of contrast extravasation in the ivc or right atrium. All catheter, sheaths, and wires were removed, pressure was held at the access sites and dressings were applied. Surgical pathology indicated the filter was removed intact. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege a filter was deployed prior to a scheduled caesarean section. Filter retrieval was performed approximately eight days post implantation. The filter was allegedly tilted and had migrated distally and was reportedly lodged in the renal veins. Multiple devices were used in an attempt to straighten the filter. Allegedly the filter migrated to the right atrium during the attempted retrieval; however, the filter was successfully captured and retrieved. There was no reported extravasation in either the ivc or right atrium. Based on the medical record review, filter tilt, migration, and removal difficulties can be confirmed. Per the medical records, the patient was reportedly thirty six weeks pregnant. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal position." It was further reported that the patient underwent a caesarean section approximately four days post implantation. The IFU states, "procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter." Therefore it is possible that patient or procedural issues contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: contraindications for use: - pregnant patients when fluoroscopy may endanger the fetus. Risks and benefits should be assessed carefully. Warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - filter malposition. - filter tilt. - do not attempt to remove the eclipse® filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Precautions: - the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal position. - open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. - procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately eight days post prophylactic inferior vena cava (ivc) filter deployment for primary caesarean delivery, the patient presented for percutaneous retrieval of the filter. A venacavogram noted the filter to be distally migrated, severely tilted, and lodged in the renal veins with the tip abutting the wall of the ivc. Multiple attempts using snare devices, a balloon, and both jugular and femoral access were required to realign/center the filter. During retrieval, the filter traveled to the right atrium while the jugular sheath was being exchanged for a larger size. The guide wire which remained in position, was able to capture the filter which was successfully retrieved via the femoral access. Post procedure venography demonstrated no evidence of contrast extravasation in the ivc or right atrium. The patient was hemodynamically stable at the conclusion of the procedure. No additional medical records were received for this patient.